Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
T was reported that the patient had a driveline damage and was taped with rescue tape. It was unknown if the armor layer was breached. There was nothing concerning on interrogation to suggest short to shield. The event log file captured routine events, the ventricular assist device (vad) and peripheral equipment were functioning as intended.

Manufacturer narrative:
Section d: product changed to mod cable. Lot number was unable to be provided. Manufacturer's investigation conclusion: evaluation of the submitted modular cable image confirmed superficial jacket damage, jacket discoloration, bend relief discoloration, and a taped section of modular cable. Although a specific cause for the driveline damage could not be conclusively determined, no electrical issues were reported or identified through review of the submitted log files. Evaluation of the submitted image noted that the modular cable jacket was discolored gray with small surface cracks. An approximately 3-inch section of the modular cable was taped in the image, starting at the terminus of the controller connector bend relief. Yellow/brown discoloration was also noted of the controller connector bend relief. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable alarms active in the log files. There is no indication of driveline wire damage at this time. The patient remains ongoing on the heartmate 3 modular cable with no further issue reported at this time. The lot number was unable to be confirmed. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 2 ¿system operations¿ explains how to replace the modular cable. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is currently available. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.